Event description:
It was reported that during a thyroidectomy procedure, during the left half of the thyroidectomy, the surgeon encountered issues with the first clip applier after the fourth clip. The next firing, the surgeon noticed there was no clip present when the handle was released and bleeding occurred on the vessel. The unformed (completely open) clip was found later on the surgical field. Another clip applier was then used for the right half of the procedure. After three clips, the surgeon noticed bleeding coming from the proximal ends of the clips. Another clip applier was used and had the same bleeding results. The bleeding clips were over sewn. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h92v9d (mfg date 12/05/2011; exp date 11/05/2016). The analysis results of device (c) found that it was received empty and locked out. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h92v9d (mfg date 12/05/2011; exp date 11/05/2016).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: do you want replacements sent? No. To whose attention? N/a. What caused the bleeding? Unknown. Which firing of the device did this event occur on? First time was after 4th clip from first clip applier. Next was all clips from 2nd and 3rd clip applier after clips were already deployed they noticed oozing and bleeding from proximal ends of clips. What vessel or structure was the device fired on at the time of the event? Superior pole vessels. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.